Manufacturer narrative:
The hospital replaced the inspiratory flow sensor. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a failure affecting mechanical ventilation.